Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows one haptic is torn off is torn off and two small portions of the optic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter that after insertion of a three piece collamer lens model cq 2015 into patient's eye and the surgeon noticed the lens was torn. He removed the lens without enlarging the incision and replaced with another model lens. No patient injury occurred.